Event description:
On 05/18/1998, the MFR rec'd an explant data form and letter from the facility that states the following: on 05/11/1998,facility removed the catheter due to a malfunction of the device. Risk management has retained this catheter. No further details were provided at this time.

Manufacturer narrative:
The MFR (MFR.) Has made several attempts to obtain additional info and/or return of the device to the MFR. For analysis; however, the MFR has been unsuccessful. Since the device was not returned to the MFR. For analysis, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The device met all mfg specifications prior to release to the clinical setting. Based on the info available and due to the unavailability of the device, the report that "the device malfunctioned could not be confirmed; therefore, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 11/9/1998.